Event description:
A report was received that the patient will undergo an explant due ipg migration caused by weight loss. The ipg migration has caused pain at the ipg site.

Manufacturer narrative:
Additional information indicated that the physician will not proceed with the ipg replacement surgery at this time. No further action is being taken at this time. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo an explant due ipg migration caused by weight loss. The ipg migration has caused pain at the ipg site.